Event description:
In 2007, pt had emergent laparoscopic graham patch repair for a perforated ulcer. Prior to procedure completion, 15-f round jackson-pratt drain was placed by surgeon through right mid abdominal trocar site around the graham patch repair and underneath the lateral segment of the left lobe of the liver. The drain was sutured in place with a 2-0 silk suture. At approx 11 days later, jackson-pratt drain was removed at bedside and pt discharged from hospital. Pt returned back to hospital about 5 weeks later with complaint of nausea and vomiting. Cat scan of abdomen noted 4.5cm cath fragment in 2008. Pt had a laparoscopic removal of intraperitoneal foreign body (jackson-pratt drain)